Manufacturer narrative:
Visual analysis of the photo did not find anything indicative of a product defect. Photographic evidence of the reported allegation for x15 driver final tightener was not provided in the image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was not confirmed for x15 driver final tightener. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.device history lot: a review of the receiving inspection (ri) for x15 driver final tightener was conducted identifying that lot number nn149181 was released in one batch. Batch1: lot qty of units were released on 3 sep 2019 with no discrepancies.as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on 2022, during an unknown procedure, as the surgeon was using the torque driver, the driver was slipping in the set screws before reaching the desired torque. Upon, inspection the teeth on the driver appeared worn. It was not gripping in the set screw when turning. The other driver on the kit was used in place of the defective instrument. There was no delay to surgery as there were two instruments on the kit. This report is for one (1) x15 driver final tightener. This is report 1 of 1 for (B)(4).